Event description:
Customer reported the IV set broke. Stated "the pt came from the operating room to pacu. When pacu tried to hook the IV up to the pump, it fell apart." Customer stated a medsun report was filed. The report number was not provided. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once the eval has been completed.